Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was explanted and replaced on (B)(6) 2019 due to discomfort at the ipg site. Reportedly, the patient has experienced some gained weight. Effective therapy was established post-operatively. Issue has resolved.